Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from an hcp. It was reported that the cause of the infection of the patient's spleen and their kidneys not being right was that the patient was found to have alcohol induced pancreatitis, acute kidney, and alcohol withdrawal. It was reported that the patient's pump was reduced by 50% on (B)(6) 2020 and set to minimum rate on (B)(6) 2020 due to poor kidney function. These decreases were performed by hospital staff and company reps. It was reported that the infection and kidney issues had been resolved. The patient's weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine drug via an implanted infusion pump. It was reported the patient was admitted to the hospital for 14-15 days because of an infection that occurred in their spleen. It was noted a manufacture representative came and turned off the pump during that time because the hcp wanted this off as the patient's kidneys didn't seem right.